Manufacturer narrative:
Manufacturer's investigation conclusion a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) and the reported events could not be conclusively determined through this evaluation. The reported low flow alarm were confirmed through review of the submitted log files; however a specific cause for the alarms could not be conclusively determined through this evaluation. Log files were retrieved and submitted. Review of the submitted log files captured the low flow alarms when the pump flow was captured below of the low flow threshold of 2.5 liters per minute. Each low flow event was associated with elevated pulsatility index. No other unusual events were captured. At the time of the interrogation, an echocardiogram was performed which showed the patient¿s aortic valve was not opening. The plan was made for a right heart catheter for possible right ventricle involvement. Labs were ok; however, the patient¿s potassium was low and depleted. Dobutamine was started to improve cardiovascular function; however, the patient experienced a hypotensive episode. A normal saline bolus was given with a plan for hemodynamic monitoring. Imaging was performed which revealed a small new irregular opacity in the medial left lower lobe, which may have represented atelectasis. Superimposed pneumonia was not excluded. Also noted was a slight interval increase in a bandlike nodular opacity in the right middle lobe measuring at least 8 mm. They were still favoring atelectasis or scarring but recommend attention on follow-up to document stability. The patient was started on antibiotics and remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product available for investigation. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1, "introduction," lists infection as an adverse event which may be associated with the use of heartmate 3 lvas. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 5 of the IFU, ¿surgical procedures¿, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the lvad will not be able to provide the intended flow. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook, rev. D, also outlines all system controller alarms as well as how to respond to each alarm condition. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Onset of infection on (B)(6) 2022 captured in MFR #2916596-2023-02999. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for driveline infection on (B)(6) 2023 after being seen in the clinic on (B)(6) 2023. Purulent drainage, tenderness, and erythema were noted at the driveline site. It was noted that the patient was non-compliant with the medication regimen for a driveline infection that started on (B)(6) 2022. The driveline site was found to be positive for klebsiella, corynebacterium, and staphylococcus aureus. Intravenous cefepime and vancomycin were started. The patient was found to be afebrile, with no leukocytosis. The patient had a subtherapeutic international normalized ratio (inr) and no sign of sepsis. An echocardiogram revealed that the patient's aortic valve was not opening and a plan was made for right heart catheterization for possible right ventricular involvement. Their potassium levels were low and repleted. The patient was placed on dobutamine to improve cardiovascular function after which they had a hypotensive episode. They were placed on a dopamine drip and given a normal saline bolus. A review of the log file revealed controller clock corrupt events from the beginning of the log through the end of the data capture. There were a few low flow events on (B)(6) 2023.